Event description:
It is reported that the tip of the rasp fractured during surgery. The fractured portion was able to be removed from the humeral canal with difficulty. This incident also extended surgery time by 5 hours.

Manufacturer narrative:
This report will be amended when our investigation is complete.